Event description:
The technician alleged the bed exit alarm audio sound is very low and can only be heard if standing next to the bed. No pt impact.

Manufacturer narrative:
The technician installed an external buzzer with scale and pt position module power control board to resolve the issue.